Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received anti-tachycardia pacing (atp) for ventricular tachycardia (vt) from the implantable cardioverter defibrillator (ICD). The third atp accelerated the rhythm to the shock zone. A 41 joule shock was administered and converted the arrhythmia. The ICD remains in service and no additional adverse effects were reported.